Event description:
The customer contact reported the device door roller pin was broken. The device was returned to the biomedical department with a report that prior to pt use, it was noted the device door roller pin was broken. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller pin was broken. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device door roller was missing and the door roller pin was broken off. Further testing, found the device had unrestricted flow when the door was opened. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.